Event description:
It was reported by the customer that there was a serious patient safety event involving the sponges included in the tray. Verbatim: srg ¿ vh ¿ lot:0001394825 - serious patient safety event involving the sponges. I am the risk manager at medical center, a part of *** healthcare. We had a recent serious patient safety event involving the sponges included in your paracervical/pudendal block tray (cat 4540a). Additionally, another hospital within our system, hospital, had a similar event. We would like to discuss and explore options to not include the 2 sponges in this tray. Please contact me at your earliest convenience to discuss this matters, as it has significant impact on our patient safety practices at (B)(6) healthcare.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: two photos were received by our quality team for investigation. Through visual inspection, no anomalies were observed; therefore, the reported failure mode was not confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001394825 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported by the customer that there was a serious patient safety event involving the sponges included in the tray. Verbatim: srg ¿ vh ¿ lot:0001394825 - serious patient safety event involving the sponges. I am the risk manager at medical center, a part of *** healthcare. We had a recent serious patient safety event involving the sponges included in your paracervical/pudendal block tray (cat 4540a). Additionally, another hospital within our system, hospital, had a similar event. We would like to discuss and explore options to not include the 2 sponges in this tray. Please contact me at your earliest convenience to discuss this matters, as it has significant impact on our patient safety practices at (B)(6) healthcare.